Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The patient noted that all the fluid seemed to run out all at once and he can't pump up the ipp. The ipp was removed. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month the implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested; the cylinders were also pressure tested. No anomalies were found with any of the components. Based on the information available and analysis results, the reported clinical observation of mechanical and inflation anomalies could not been confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. The patient noted that all the fluid seemed to run out all at once and he can't pump up the ipp. The ipp was removed. There were no patient complications reported.